Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not deliver accurately. The reporter also stated that the pump was not used to deliver insulin, but rather to deliver medication for pulmonary hypertension. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: review of the pump download revealed the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 1.05-unit normal bolus on 2016-10-28 at 09:15. The black box showed the pump was manually suspended on (B)(6) 2016 at 21:47. A power on reset then occurred at (B)(6) 2016 at 23:05. Insulin delivery resumed at (B)(6) 2016 at 16:45. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated.